Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl. The customer reported that the belt clip on the insulin pump broke. The damage was on the part that slides on at the back of the insulin pump. The customer stated that the problem was when it dislodge itself, the insulin pump on the belt clip when they turned on the bed it snapped off. The original dislodge itself from the insulin pump. The customer declined troubleshooting for high blood glucose as they stated that they were diabetic for a long time and knew what to do. The insulin pump will not be returned for analysis.